Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had an issue with the reservoir and received an unexpected alarm. The customer stated that the reservoir was loaded into the device and the alarm was received at that time. The customer's blood glucose reading was 259 mg/dl. The customer could not recall any significant events leading to the alarm and declined to troubleshoot.

Manufacturer narrative:
The insulin pump was received with all operating currents within specifications and passed functional testing including rewind, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected restart alarm anomalies noted. The insulin pump was monitored for several days and no unexpected battery cut out anomalies noted. The insulin pump had minor scratched lcd window, broken belt clip slot, cracked battery tube threads and cracked reservoir tube lip.